Event description:
It was reported that the ilet user experienced a cgm high glucose of 340 mg/dl for about 1.5 hours, followed by a low after the pump delivered corrections and the user entered a late meal announcement as glucose was already rising from breakfast; this was categorized as a use-of-device problem with no specific component identified. The pattern was consistent with a late meal announcement and subsequent insulin correction leading to hypoglycemia, with recovery after oral glucose. Symptoms included hyperglycemia followed by hypoglycemia, with the lowest cgm value of 64 mg/dl that lasted several minutes. Outcomes included serious injury requiring unexpected medical intervention consisting of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and found a use error consistent with a delayed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.